Event description:
The customer reported that the system had poor image quality with dark images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video board was replaced during the service call. The system was found to be working and put back into service.